Event description:
It was reported that there was concern that the pump was malfunctioning. The patient was in the hospital. The device system was used to deliver lioresal. It was later reported that the patient was admitted to the hospital for a new onset of seizures. A computed tomography (CT) scan was planned to check the system. It was later reported that the patient was hospitalized for seizures x3 of unknown etiology and also some cardiac changes. It was noted that they were ruling out therapy/system issues. The patient's ck laboratory results were normal. It was noted there were no volume discrepancies at a recent refill and a gross x-ray was performed and the results were negative. A dye study was attempted and the health care provider (hcp) was unable to aspirate from the catheter access port (cap). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) later reported that on (B)(6) 2013 the patient was brought in via ambulance to the hospital at 5:00 pm. He was found by his care provider to be actively seizing. The patient was transferred to another medical center at 10:00 pm that same day. They did a full workup that included labs and radiology. They were no able to find the cause for the seizures. The hcp decided to check the pump. The patient had been using the pump for years and had never had any issues at all. The only symptom the patient presented with was increased tone. Telemetry showed nothing abnormal at all. The residual volumes were checked and found to be ¿correct and true¿. They decided to access the catheter access port to get cerebrospinal fluid (csf) for culture. They could not aspirate at first. They tried again and were able to get csf. They cultured it and the fluid was normal. A dye study was performed and it w as normal. No issues were found with the pump or catheter at all. No withdrawal or overdose occurred. They performed an x-ray and it was normal. The device was ruled out as having contributed to the seizures. The patient was receiving effective therapy, but they were still experiencing seizures. They brought the patient in last week and discovered that he had a urinary tract infection that had gone untreated. Their physician diagnosed this as the cause of the seizures. The doctor did not think that the uti was related to the medication in the pump at all. The patient was on antibiotics for the infection and seizures have ceased as far as the healthcare provider knew.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).